Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a skin irritation under the lifevest. The irritation was described as a red rash around his chest. The patient's cardiologist told the patient to remove the device. Follow-up indicated that the rash had healed.